Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing the residual air from the cartridge. There was no adverse impact to the customer's blood glucose level. Tandem technical support educated the customer to complete the cartridge air removal step prior to filling the cartridge. Customer reloaded the cartridge to resolve the issue.